Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate the reported issue. Physio replaced the lid reed switch per technical service update (tsu) 356 and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
It was reported that the customer's device did not have any audible voice prompts after pressing the on/off button and opening the device's lid. Without voice prompts, the device could not be used on a patient, if needed. There was no report of any patient use associated with the reported issue.